Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on 19-11-2017, the patient was hospitalized with diabetic ketoacidosis and moderate ketones while on the insulin pump. Reportedly, the patient remained on the insulin pump. The reporter refused troubleshooting at the time of the call. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.